Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2018. Dtmb1d4, crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial over-sensing was noted on stored episode classified as atrial arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.